Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was a short in cable connecting the distribution node (dn) and the rear therapy electrode (te). The cause of the test failure is the short. The root cause of the short cannot be positively identified. No adverse event resulted from the short wire. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and insulation resistance test. The last pt to use this belt did not report any deficiencies.